Event description:
(B)(4). I became extremely tired and was starting to gain weight. Went to original dr. And he tested me for hypothyroidism. Came back positive, dr. Put me on synthroid. Was having cramping between periods and my actual periods were more painful and were heavier than before. Dr. Said medication for hypothyroidism should help. Continued to have pain, headaches, cramping. Went back to dr. And was dismissed. I was told to stop reading things online. Went on with all previous symptoms and started having joint and back pain. Was still gaining weight despite medication. In 2013 went to family dr. And he tested my thyroid again, no hypothyroidism. He questioned why I was on the medication to begin with. He sent me back to original dr. For further testing. Had an internal ultrasound done. Dr. Wanted me to have an ablation, no mention of hypothyroidism except to say I was too overweight. I asked again about essure and was told my issues couldn't be because of essure since he hasn't had anyone have problems with it. I refused ablation and am still suffering with heavy painful periods, weight gain, joint and back pain, leg and feet swelling and horrible headaches.